Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced out of range alerts while device was still receiving data and an icon indicating the device was still in range. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The receiver complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. However, a review of the receiver's data log confirmed the reported event and a related hardware error code. The root cause was determined to be a hardware component failure.